Event description:
My husband is using a medtronic insulin pump and using the minimed mio infusion sets. He was using a recalled infusion set. (We didn't know at the time). He had an extremely low and dangerous blood sugar and almost passed out and had an out of body experience. It had to have dipped into the 20s. By the time he had consumed food and was able to take his blood sugar it was up to the 40s. He is feeling chilled through and extremely exhausted.